Manufacturer narrative:
Device eval: device eval of monitor sn (B)(4) has been completed. The reported problem (will not power on) was confirmed. Upon eval, there was thermal damage to multiple components on the computer. Analog (ca) board. Multiple power supplies were also shorted. The cause of the inability to power on is the extensive damage on the ca, sn (B)(4), board. The cause for the extensive damage is excessive current. The cause for the excessive is a broken negative lead on high-voltage capacitor c21 on the defibrillator board. The root cause for the broke lead on c21 could not be positively identified, but the damage likely resulted from the monitor impacting a hard surface. Root cause analysis of similar events found that excessive strain on the printed circuit assembly (pca) from severe impact can cause fractured solder connections. (B)(4). Results will be monitored. No adverse event resulted from the broken lead on c21. The pt received a replacement monitor.

Event description:
A (B)(6) female pt contacted zoll customer support to report that the monitor would not power on. The pt was issued a replacement monitor.